Event description:
The customer reported that the 2001z-pc, adult/child =10 kg radiotransparent electrode, lot number y09032401 was being used on (B)(6) 2025 during a cardoiversion procedure when it was reported ¿an arc occurred during cardioversion using the padpro 2001z-pc...one had a superficial burn.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date, and the photographic evidence provided does not appear to verify the complaint. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised that misuse (including reuse) of multi function electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. Do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns. Ensure that the patient¿s skin is clean and dry, clipping excess hair. Remove any substances from the skin (e.g. Lotions, oils, etc.). Always apply electrodes to flat areas of skin. If possible, avoid folds if skin such as those underneath the breast or those visible on obese individuals. Inadequate pad adhesion can lead to arcing or skin burns. Poor electrode pad-to-patient contact may result in defibrillator alarm, prompt or other indication. Check all electrical and patient connections from the device to the skin. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 2001z-pc, adult/child =10 kg radiotransparent electrode, lot number y09032401 was being used on (B)(6)2025 during a cardoiversion procedure when it was reported ¿an arc occurred during cardioversion using the padpro 2001z-pc...one had a superficial burn.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.